Event description:
It was reported the pump was removed prophylactically to avoid in-vivo battery depletion. It was noted the alarm "had never worked". The drug used in the pump was morphine sulfate, clonidine, and marcaine 20 mg/ml. The pt recovered without sequela.

Manufacturer narrative:
The pump was returned for analysis, which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.